Event description:
Customer reported that the buttons on her insulin pump are not responding. Customer stated that the insulin pump recently came into contact with water. Customer also stated that the insulin pump was delivering various battery related alarms. Blood glucose level was 532 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.